Manufacturer narrative:
Investigation pending.

Event description:
Pt self tester reports discrepant results with meter. Date: (B)(6) 2010; test1 inratio - 7.1; test2 inratio - 1.0; test3 inratio 1.1.